Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump is over delivering causing the customer to react hyper sensitively. The customer¿s blood glucose level was unknown at the time of the incident. Customer switched pumps and transferred the settings from the old pump to the new pump. Customer has also reduced their insulin intake. Troubleshooting was not completed as the customer wanted to speak to a manager. The insulin pump will not be returned for analysis.